Event description:
On 12/18/2023, it was reported by a sales representative via email that (3) ar-2324bcc-2 biocomposite swivelock c was used during a proximal hamstring repair procedure on (B)(6) 2021. The patient has been experiencing cystic formation, drainage from the anchor site, and pain. The patient required additional washout of the infected area. No further information has been provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 1/17/2024: the patient started to experience symptoms about twelve to sixteen months after the procedure was performed. Cultures were taken from the infection site, and despite the intensive review from the infectious disease physician, the results came back negative. The patient has undergone two incisions and drainage procedures due to the recurring infections. The patient is currently still being treated for infections and drainage. At this time, no further information was reported.

Manufacturer narrative:
Additional information: the complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a patient specific event. Dfu-0087-12. At revision 0. C. Contraindications. 4. Bioabsorbable only: foreign body reactions. See adverse effects allergic type reactions. D. Adverse effects. 1. Infections, both deep and superficial. 2. Foreign body reactions. 3. Bioabsorbable only: allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation.